Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle lead exhibited unspecified electrical anomalies. During the explant procedure, the lead was found to be dislodged, which was confirmed by visual examination. The lead was explanted and replaced. The patient was in stable condition.